Event description:
Fractured tibia during keel punch process. Left triathlon size 5 femur, size 5 tibia: patient with hard bone on the medial side of tibia. Surgeon was unable to fully seat the size 4-6 keel punch. (Used two pins in front hole for extra stability of base plate and two long headed pins at the back, then used saw to start keel punch, then used size 1-3 keel punch before stepping up to 4-6 keel punch. The tibia on the medial side fractured whilst surgeon was conservatively hammering in the 4-6 keel punch. Surgeon said our keel punches are not designed for patients with hard bone and would like sharper keel punches to help resolve this problem. Surgeon had to plate the tibial fracture before using triathlon cemented tibial baseplate. Primary triathlon cr size 5 femus (pressfit) size 5 tibia (cement) and size 5 9mm cr poly. Note: surgeon used synthes plate with screws to repair tibial fracture. There caused a delay of 30 min along with a tibial fracture and additional anesthesia. There was a procedural delay of 1 hour.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.